Manufacturer narrative:
No patient specific details have been provided, therefore the w.l. Gore internal case number is being used. (B)(4). The device itself remains implanted and the deployment system was discarded at the facility, therefore, direct product analysis was not possible. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2022, a patient presented with an unknown etiology and underwent treatment of a superficial femoral artery (sfa) utilizing a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx) device. The physician advanced the vsx device to the intended site using a 0.014" terumo glidewire advantage® guidewire. It was reported that the physician initiated deployment and when the device was approximately 2/3 of the way expanded, the deployment line broke. Ultimately, the physician was able to achieve full expansion and the vsx device was successfully implanted. All delivery system components were removed from the patient. The patient tolerated the procedure with no adverse impacts. The physician does not have any input as to what caused the deployment line to break.